Event description:
It was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. Reportedly, customer continued to use the pump for insulin therapy. Customer¿s blood glucose (bg) level was 240-700 mg/dl. Reportedly, customer changed the cartridge and delivered a correction bolus via the pump to address bg.